Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change while using the ilet with an inset 6 mm/23 in infusion set, with device alerts for glucose above 300 mg/dl and a peak of 400 mg/dl; the user later found the infusion set cannula bent on removal, and a system check showed no leakage and properly filled tubing. Symptoms included irritability. Outcomes included self-management without professional medical intervention or hospitalization. Investigation included customer interview, product-use review, and troubleshooting and education regarding potential infusion site and cannula issues. Investigation of this case revealed a bent cannula and suspected infusion-site absorption failure, consistent with an infusion set or insertion-related problem. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory factors related to infusion set cannula bending and site absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.